Manufacturer narrative:
Corrected data: for corrected data, please refer to date of event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a complaint history review and service history review for similar complaints was performed on serial number (B)(6) from 31-dec-2017 through aware date (B)(4) 2019. There were no similar complaints found during the searched period. The st aia-pack troponin (ctnl2) analyte application manual states the following: specimen collection and handling: heparinized plasma is required for the assay. Citrated plasma should not be used. No special patient preparation is necessary. To use heparinized plasma, a venous blood sample is collected aseptically with the designated additive. Centrifuge and separate plasma from the packed cells as soon as possible. Samples may be stored at 2° - 8° c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20°c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18° - 25° c) and mix gently. Due to clinical procedures such as the administration of anti-thrombolytic agents to patients for whom this test may be requested, and the fact that this test is often ordered on a stat basis, the possible presence of fibrin in the samples is a real concern. Since fibrin can cause either a false negative result by decreasing the actual sample used in the assay or a false positive result when fibrin clots formed during the assay prevent proper washing before final measurement, extreme care must be taken to assure that samples are free from fibrin. Sample filters are suggested. The sample required for analysis is 50 ul. The most probable cause of the reported event due to the specimen not being separated and spun properly.

Event description:
A customer reported that the troponin (ctnl2) result on one patient sample was discrepant on the aia-900 instrument. The initial result was 0.68 ng/ml (range 0.31-0.64 ng/ml) and when reran on the customer's quidel triage meterpro system, the result was <0.05 ng/ml. The physician reported that the <0.05 ng/ml was consistent with the patient's clinical history. The patient was not treated. The tosoh's troponin cup lot was i619363 and was calibrated on 26-jan-2019. Biorad quality controls were within acceptable results. The customer reported that the specimen was drawn in a lithium heparin tube and was spun for 10 minutes at 4000 rpms. The customer also stated that the plasma was not consistently separated from the cells. The technical support specialist (tss) advised the customer that the troponin test file for specimen handling states that the plasma should be separated immediately because fibrin can produce false positive or false negatives results. The tss suggested that specimens be spun longer and use filters to separate the plasma. The tss suggested the customer perform the decontamination procedure. Upon followup, the customer stated that they performed decontamination but elected to not do a comparison study between the instrument and their quidel triage meterpro system. The customer stated that they would rerun any specimens with a results of greater than the range cutoff. There was no indication of patient intervention or adverse health consequences due to the discrepant troponin (ctnl2) results.